Event description:
Atrial unipolar lead impedance warning on (B)(6)2021. A. Unipolar lead impedance 190 ohms. Previous warning on (B)(6)2020 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).